Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air (half inch) in the patient line of an amia automated pd cycler set. This occurred during initial drain of peritoneal dialysis (pd) therapy on an amia cycler. The patient was connected at the time of the event. The patient opened the carton with a sharp object; however, no issues were found with the supplies. Renal therapy services (rts) assisted the patient to end therapy and advised them to follow up with the pd nurse regarding the event. Proper procedures per the user manual were reviewed with the patient. The patient would continue therapy with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.